Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital for cardioversion. During the attempt to cardiovert, the device went into back up vvi mode with no hv therapy available. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi reset mode was confirmed in the laboratory. The cause of the reset was due to a power-on reset that occurred due to damaged high voltage output circuitry. The root cause of the damage to the high voltage circuitry could not be determined.